Event description:
This is an international report where the pouch of the minii cap was empty. There is no patient involvement reported. The complaint was noticed before patient use.

Manufacturer narrative:
(B)(4). This complaint has been confirmed for empty pouch. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Report 1 of 6